Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan with inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that his one touch ultrasoft lancing device was not allowing the lancets to fully penetrate the skin on his fingers. It is not known how long the alleged issue had been occurring or how long the patient was unable to test her blood glucose. Four days earlier, around 11:05 pm, the patient reportedly had symptoms of feeling dizzy. The patient mentioned that he was also "passing in and out" and did not have enough time to try and treat himself. The paramedics were contacted. When the paramedics arrived, they tested the patient with an unidentified device and got a result of "33 mg/dl." The patient was taken to an emergency room (ER) where he received IV glucose. His blood glucose was retested about an hour later and a result of "140 mg/dl." Was obtained. It would have been helpful to know the following information: when the patient was last able to test his blood glucose, what his last blood glucose reading was, when the alleged started, and when the symptoms started. In addition, it would have been helpful to know the patient's medication regimen, if he was hospitalized, and if he still had symptoms after receiving the IV glucose. The patient was using a correct technique for using the one touch ultrasoft lancing device. The meter, test strips, control solution, and lancing device were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he was unable to use the lancing device for an unknown period of time because of the alleged issue. The patient also claimed he became hypoglycemic and received IV glucose treatment to raise his blood glucose.